Event description:
It was reported that during a laparoscopic hernia procedure, the device was jammed and would not fire additional staples. Another like device was used to complete the procedure. There is no additional information available. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/23/2008. Evaluation summary: the analysis results showed that one ems device was returned with the nose open and non-functional due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.